Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2017865-2019-10619, 2017865-2019-10622, 2017865-2019-10623. It was reported that the febrile patient was admitted to the hospital. The physician decided to remove the implantable cardioverter defibrillator and all three leads due to infection. The patient tolerated the procedure well, as was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.